Event description:
It was reported that the abg did not correlate with the patients' spo2. The spo2 correlated throughout CABG procedure, but after coming to the ICU about 2 hours the spo2 was reading 86%. The sensor was repositioned without improvement. It was then disconnected from the right hand ring finger and a new sensor was attached to a different digit (left hand ring finger) with the same results. When compared to an abg the spo2 was 85% and abg was 95%. They placed a tc-1 sensor on the ear and it did correlate with the abg. No sensors available to return. No patient impact reported.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.